Event description:
It was reported that the patient presented at the clinic after receiving a vibratory alert from the device. The device was in back up bbvi mode, and it was reprogrammed successfully.

Manufacturer narrative:
(B)(4).